Event description:
The patient was revised due to pain in the implant area.

Manufacturer narrative:
Product code 129404050, work order (B)(4) was manufactured on 13th nov 2007. (B)(4) parts were manufactured per specification and all raw materials met specification. Product code 136536230, work order (B)(4) was manufactured on 23rd sept 2008. (B)(4) parts were manufactured per specification and all raw materials met specification. Product code 523191, work order (B)(4) was manufactured on 01st jun 2006. (B)(4) parts were manufactured per specification and all raw materials met specification. Devint1680 is associated with this lot however, there is no correlation with the failure mode. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined through depuy cork#146's investigation. Returned product will have a product analysis conducted by the supplier. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.